Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a study regarding a (B)(6), female patient who was receiving dilaudid 125mcg/ml at 124.99 mcg/day and bupivacaine 7.4mg/ml at 7.3995 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. On (B)(6) 2015, during implant, the catheter kinked before the dislodgement of the anchor. The anchor was adjusted until free flow of cerebrospinal fluid (csf) was observed. The device diagnosis was catheter kink. Patient symptoms were not reported. On (B)(6) 2015, the event resolved without sequelae. The etiology was reported as related to the device or therapy (intrathecal/spinal portion of the catheter) and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.